Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in installation of the subject device, it could not be turned on after the subject device moved from a trolley to another trolley. The service department of olympus europa (B)(4) checked the device and found that the fuses of the power unit were blown. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed more than 7 years and 11 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the blowout of a fuse due to overcurrent or the failure of the electrical component due to the aging degradation by long-term use.